Manufacturer narrative:
The permanent cautery hook instrument will not be returned to isi for evaluation; therefore the root cause of the customer reported failure mode cannot be determined. A follow up MDR will be submitted if the instrument is returned, or if additional information is received. This complaint is being reported due to the following conclusion: during a da-vinci assisted total hysterectomy with bilateral salpingo-oophorectomy procedure, it was alleged that a fragment from the permanent cautery hook instrument broke off and fell inside the patient. The fragment was reported to have been retrieved during the same da vinci surgical procedure. However, the cause of the breakage is unknown.

Event description:
It was reported that during a da vinci-assisted total hysterectomy with bilateral salpingo-oophorectomy procedure, the hook of the permanent cautery hook instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure with another instrument. There was no report of patient harm, adverse outcome or injury. On (B)(6) 2017, intuitive surgical inc., (isi) contacted the hospital's (B)(6) and obtained the following additional information: it was reported that the hook of the permanent cautery hook instrument broke right under the surgeon's vision while he was dissecting the connective tissue. The surgeon immediately retrieved the fragment with a maryland bipolar forceps instrument. The (B)(6) also confirmed that the surgeon never took eye off the fragment. The (B)(6) also mentioned that it is the site's protocol to inspect all instruments prior to use. The cannulas are inspected with the gauge pin. The (B)(6) also confirmed that there was no collision of instruments. Since it is the site's protocol to retain the fragment and the instrument in the event a fragment falls into the patient; the instrument will not be returned to isi for failure analysis.